Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that during an unspecified procedure, the distal end black tip of the scope fell off into the patient. It is unknown how the device fragment was retrieved or if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to the service center for evaluation. The bending section rubber was found cut and leaking. The cement was noted to be peeling from the objective and the light guide lens. Buckles were noted on the scope¿s insertion tube. Minor scratches were noted on the control body of the scope. The video connector¿s plastic case (m-case) was found cracked. The cause of the physical damage to the scope and video connector cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.